Event description:
It was reported that a field engineer was completing a software upgrade and preventative maintenance and the system presented with errors. The field engineer "put electric grease on the hv cable and tried to recalibrate the system." "After a while I saw little drops, dropping from the x-ray aperture and I realized the x-ray tube was really hot and it was losing oil from the back sealing." No injury reported. The x-ray tube was replaced and the system was working as intended.

Manufacturer narrative:
Evaluation of the returned product confirmed the reported condition, the container in which the x-ray tube was returned in was filled with oil. The x-ray tube was returned to the supplier for further evaluation who also confirmed that a diaphragm puncture caused the leaking. The supplier's quality and continuing engineering teams worked to design a new shield around the anode bolt to minimize arcing in this region. The improvement was implemented by eco in august 2017. The x-ray tube returned (83153-p7) was built in march 2017 before this improvement was implemented. They believe the improved shield is an effective mitigation for this low occurring issue. We have not seen a single failure on products with the improved shield.